Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No display anomaly was noted. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had minor scratches on the display window and reservoir tube window, and a cracked case at the display window corner.

Event description:
The customer reported via phone call that keys on the insulin pump were not functioning properly and that they received the weak battery alert. The customer's blood glucose was 4.8 mmol/l. The customer said that he had been using manual injections to deliver insulin. The customer also explained that the numbers were scrolling. The customer had received the button error alarm. The customer stated that the keypad issues occurred when attempting to program a bolus. The customer did not recall any significant events leading to the keypad issues. The customer agreed to return the product for analysis.